Event description:
Boston scientific received information that the latitude system detected a right ventricular (rv) impedance measurement greater than 2,000 ohms. The device was interrogated and the lead impedance was noted. The rv lead was reportedly fractured. An invasive revision procedure was performed. The rv lead was successfully extracted and replaced. The device was electively explanted and replaced. No other adverse patient effects were reported as a result of this clinical observation. The device was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.